Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed an error code during a procedure. The customer replaced the motor drive unit to resolve the error. There was no report of patient injury. The replaced drive unit was returned to sorin group (B)(4) for investigation. Visual inspection of the returned device did not identify any abnormalites or defects. The centrifuge was connected to the scp test bench and the error was reproduced. The centrifuge did not rotate and an error was displayed on the panel. Troubleshooting identified the cause to be a damaged control cable. The cable was disassembled and a poor connection was observed. The wire was replaced and the unit was reassembled. A subsequent 24 hour test with various centrifuge speeds did not produce further faults. The device was returned to the customer. A review of the DHR did identify any deviations or non-conformities relevant to the reported error. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed an error code during a procedure. The customer replaced the motor drive unit to resolve the error. There was no report of patient injury.